Event description:
A caregiver reported a high reading issue with the abbott diabetes care (adc) device. The customer received a sensor scan result of 350 mg/dl and exhibited symptoms including back pain and vomiting. The customer self-administered insulin (type/dosage unknown). No fingerstick comparison was conducted with another device and it is unknown whether the customer observed a trend arrow on the adc device. Subsequently, the customer lost consciousness, prompting the caregiver to perform CPR. Paramedics arrived shortly after and continued resuscitation efforts. No medications were administered at the scene. The caregiver later reported that the customer passed away on october 7, 2025. It was noted that the customer was using a samsung galaxy s22 with version 16 of its application. At this time, there is no autopsy report or death certificate available, and the official cause of death remains unknown. Based on the information provided, it is inconclusive whether the adc device caused or contributed to the reported death.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a high reading issue with the abbott diabetes care (adc) device. The customer received a sensor scan result of 350 mg/dl and exhibited symptoms including back pain and vomiting. The customer self-administered insulin (type/dosage unknown). No fingerstick comparison was conducted with another device, and it is unknown whether the customer observed a trend arrow on the adc device. Subsequently, the customer lost consciousness, prompting the caregiver to perform CPR. Paramedics arrived shortly after and continued resuscitation efforts. No medications were administered at the scene. The caregiver later reported that the customer passed away on (B)(6) 2025. It was noted that the customer was using a samsung galaxy s22 with version 16 of its application. At this time, there is no autopsy report or death certificate available, and the official cause of death remains unknown. Based on the information provided, it is inconclusive whether the adc device caused or contributed to the reported death. On (B)(6) 2025, the caregiver provided further information, reporting that paramedics administered a fast-acting insulin injection upon arrival. The physician determined the official cause of death to be myocardial infarction, ischemic heart disease, and hypertension. The complaint information indicates that the glucose values displayed on the sensor were 150 mg/dl or higher. Additionally, the documented glucose values increased to above 300 mg/dl. The glucose value observed is not consistent with the low-glucose issue described in adc field action fa1002-2025. This complaint is being reported as a death, as the patient reportedly administered insulin at an unknown time after receiving a glucose reading of 350 mg/dl, and subsequently experienced a cardiac arrest. Based on the information currently available, adc cannot rule out that freestyle libre 3 caused or contributed to the event requiring resuscitation, though the link is unlikely.

Manufacturer narrative:
The following sections were updated: b5 - describe event or problem. H11 - additional MFR narrative. At this time, product has not been received by adc. An extended manufacturing review was conducted for the sensor reel lot and sensor kit pack lots associated with the freestyle libre 3 plus sensor with serial number (B)(6). The review concluded that the sensor reel lot 1001054867 met all specifications during sensor manufacturing and component release testing. No nonconformances were identified. The sensor kit pack lot t60003470 was also manufactured following the validated parameters and the quality inspections and testing were successful. In addition, the device history records (dhrs) for the product were reviewed and the dhrs indicated the libre sensor and sensor kit meets per its specification prior to release to distribution. If the product is returned, the case will be re-opened, and a physical investigation will be performed. As the sensor serial number was available, libreview was interrogated and historic glucose data for the sensor was obtained. The review of this data indicated that the freestyle libre 3 plus sensor reported a high reading and presented a high glucose alarm at the time of the complaint. The available information is insufficient to determine whether the freestyle libre 3 plus device caused or contributed to the reported event. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, the case will be re-opened, and a physical investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.